Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer. Analysis indicates the outer insulation had a breached depression. In addition it was noted that the outer insulation was breached cut and blood/fluid was noted on the proximal conductor and in/on the helix/lobe mechanism.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.